Event description:
On (B)(6) 2014, the distributer contacted animas, alleging a power (no power) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 09/10/2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: a review of the black box revealed multiple call service 012/052/054 alarms consistent with the blank display screen. There was no damage found to the battery compartment or battery cap. During evaluation, the pump was able to boot up with two beeps. The vibration feature of the pump was also found to be working appropriately but the display screen was found to be blank. The pump was opened and a test display was inserted with no improvement. Investigation for the alleged power issue was unable to be completed due to an unrelated blank display screen issue. The slave processor corruption occurred and was unable to be programmed causing a blank display screen issue. The pump was opened; there was no damage found to power circuit and there was no evidence of moisture. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).